Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient lost 130 pounds and that as a result the ins was moving around, causing discomfort and difficulty recharging. The ins was replaced and the pocket was revised. The issue is now resolved. No further complications were reported.